Event description:
On (B)(6) 2009, this patient underwent an ¿elephant trunk¿ procedure as a first stage to repair a thoracic aortic aneurysm. On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3720/06650158, tg4015/06608478). The preoperative aneurysm diameter measured 78 mm. On (B)(6) 2009, the patient was discharged with a distal type I endoleak. The physician elected to monitor the patient. The aneurysm diameter measured 78 mm. On (B)(6) 2009, at the six month follow-up examination, no endoleak was noted. The aneurysm diameter measured 75 mm. On (B)(6) 2010, at the one year follow-up examination, a distal type I endoleak was reported. The aneurysm diameter measured 100 mm. The physician felt that aneurysm rupture was impending. On (B)(6) 2010, a superior mesenteric artery bypass was performed and two additional tag® devices (tgt4015/8044684, tgt4015/7806315) were implanted. A bare metal stent (manufacturer unknown) was implanted distally to treat the distal type I endoleak. The endoleak was resolved. On or about (B)(6) 2010, an aortoesophageal fistula was discovered. On (B)(6) 2010, the patient passed away due to septicemia. The physician commented there was no causal relationship between aortoesophageal fistula and procedure/devices. The aneurysm decreased in size after the procedure on (B)(6) 2010. This change contributed to necrosis of the esophagus and made a root to the aortic artery. After that, the aortoesophageal fistula and infection were found. The physician was considering an additional surgery, but the patient and his family refused additional treatment.

Manufacturer narrative:
The review of the sterilization paperwork verified that the lots met all pre-release specifications.

Manufacturer narrative:
Concomitant products: (B)(6) 2009: tg4015/06608478; (B)(6) 2010: tgt4015/8044684, tgt4015/7806315. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.